Event description:
The distributor became aware 1/5/94 of an incident that occurred while performing an angiogram via an axillary approach. While removing the glidewire through the entry needle it was noted that approx. Two inches of athe coating of the glidewire had sheaaaarrreed off and detached inside the pt. In the proximity of the axillaary artery. The coating was surgically removed without incident the following day fromthe soft tissue in the axullary areaaaaa. The pt aremains asymptomatic.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was not destroyed/disposed of.